Event description:
It was reported by the affiliate during a bilateral ovarian cystectomy procedure the ebf02 was connected to the valleylab force fx generator, with bipolar setting at 20. While opening the jaw after the second activation, the plastic shielding tube was torn off the coating on the metal electrode. Coating fell into patient's body and was retrieved. Product was discarded after the incident and bipolar product from other brand name was used and finished the surgery. Detached coating length approximately 1.5cm.

Manufacturer narrative:
This device was returned in a clean but used condition. The jaw tips are bent. When the jaws are closed they appear twisted. Visual inspection confirms that some insulation is missing. The shaft and electrodes were cut 3 inches from the distal end and disassembled. One electrode has approximately an 1/8" of insulation missing from 3/4 around. The insulation was retrieved out of the patient but not returned to us. The insulation appears to have been torn from the electrode, not a clean cut. Analysis has determined that the failure is not related to the manufacture of the device. The twisted jaws and torn insulation would indicate that the forceps may have gotten caught on some other instrument during the case.